Event description:
The patient had a heart attack almost two years after the procedure and died at home.

Manufacturer narrative:
This pt presented to cardiac catherization unit & 4-vessel disease was found. Pre-procedure medications included aspirin, beta-blockers & ace-inhibitors. Percutaneous coronary intervention (pci) was first performed on a 99% de novo lesion in proximal right coronary artery (rca) of 20mm in length in a 2.5mm vessel diameter. The (type c) lesion was also characterized as tortuous & angulated by greater than 45 degrees. Pre-dilation was conducted with a 2.0x20mm maverick balloon at 8 atm before deploying one 3.0x23mm cypher at 18 atm. Timi iii flows were recorded pre & post procedure. Residual diameter stenosis measured 0%. Pci was performed next on a 90% de novo lesion in proximal lad of 20mm in length in a 3.0mm vessel diameter. Lesion was described as type c. Lesion was pre-dilated with a 2.0x20mm balloon at 8 atm before deploying one 3.0x23mm cypher stent at 18 atm. Timi iii flows were recorded pre & post-procedure. Residual diameter stenosis measured 0%. Timi flows were iii and 0, post-procedure. Residual diameter stenosis measured 0%. Pci was performed next on a 90% de novo lesion in distal circumflex of 10mm in length in a 3.0mm vessel diameter. Type b lesion was also eccentric. Direct stenting was performed with a 3.0x13mm cypher stent at 18 atm. Timi iii flows were recorded pre & post-procedure. Pci was performed next on a 80% de novo lesion in interm/ramus of 10mm in length in a 3.0mm vessel diameter. Direct stenting was performed with a 3.0x10mm cypher stent at 18 atm. Residual diameter stenosis measured 0%. Timi iii flows were recorded pre % post-procedure. A lesion in distal lad was also ballooned with a maverick balloon at 9 atm. Poba was also done in a type a, 90% de novo lesion in diagonal of 15mm in length in a 2.0mm vessel diameter. Diagonal branch was lost at time to this procedure. There was no ck rise, but there was a small troponin rise from 1 to 2.5. Timi iii was recorded pre-procedure & timi 0 flow was recorded post-procedure. Pt was discharged following day without any anginal complaints. Post-procedure medications included aspirin, beta-blockers, ace-inhibitors, lipid lowering medications, clopidogrel & simvastatin 40mg. Twenty-three months after procedure, pt suddenly died at home during his sleep. It was reportedly from a heart attack. There was no autopsy done & pt was not admitted to hosp. He was directly transferred to mortuary. Cause of death was listed as myocardial infarction & ischemic heart disease. A male pt with a history of stable angina, hypertension, hypercholesterolemia, previous atrial flutter, an lvef of 40% % a family history of cad was diagnosed with an mi and expired suddenly twenty-two months post cypher stent implantations. Reason for pt's initial admission to hosp was not reported, but an angiogram revealed lesions in his proximal rca, proximal lad, mid circumflex, ramus & distal lad. This pt's extensive history & decreased lv function put him at increased risk for mace. Pre procedural medications included asa. The intra procedural administration of plavix, heparin or gpiibiiia and the performance or recording of acts was not reported. Proximal rca lesion was described as de novo, 99% occluded, type c, 2.5mm in diameter, more than 20mm in length, tortuous and angulated. Safety & effectiveness of cypher stent has not been established in these types of vessels &/or lesions. Lesion was pre-dilated prior to placement of a 2.50x23mm cypher stent at a maximum inflation pressure of 18atm. According to IFU, rated burst pressure of cypher stent should not be exceeded in order to prevent intimal damage or vessel dissection. Timi flow post procedure was reported to be 3 with a residual stenosis of 0%.proximal lad was described as de novo, 90% occluded, type c, 3mm in diameter & more than 20mm in length. Lesion was pre-dilated prior to placement of a 3.00 x 23mm cypher stent at a maximum inflation pressure of 18 atm. Timi flow post procedure was reported to be 3 with a residual stenosis of 0%. Mid circumflex lesion was described as de novo, 90% occluded, type b, 3mm in diameter, 10mm in length & eccentric. Lesion was not pre-dilated prior to placement of a 3.00 x13mm cypher stent at a maximum inflation pressure of 3 with a residual stenosis of 0%. Ramus lesion was described as 80% occluded, type b, 3mm in diameter & more than 10mm in length. Lesion was not pre-dilated prior to placement of a 3.00x13mm cypher stent at a maximum inflation pressure of 18atm. Timi flow post procedure was reported to be 3 with a residual stenosis of 0%. According to IFU, use of more than two cypher stents has not been clinically studied. At some point during procedure, distal lad lesion was treated with ptca alone. During this treatment, diagonal branch was lost due to jailing with no subsequent increase in cardiac enzymes. Pt was discharged home next day on medications that included asa & plavix. Twenty-two months after index procedure, pt died suddenly in his sleep at home. Pt's wife reports that he had not been having any anginal symptoms prior to his death. Pt was not re-admitted to hosp & no autopsy was performed. Primary causes of death were listed as mi & ischemic heart disease. Products remain implanted in pt & are thus not available for eval. Without definitive results of an autopsy or repeat angiogram, it is not possible to draw a conclusion about a relationship between devices & event. However, there are pt, vessel, procedural & possible pharmacological factors that may have contributed to it. Please note that this product, (lot no. R0703428) is not distributed in united states. However, it is similar to us distributed device. Product was not returned for analysis. Device history record (DHR) review was conducted & product met quality requirements for product acceptance. This is one of four products used in same procedure that were submitted under the following manufacturing numbers 9616099-2006-01211, 01212, 01213 & 01214.